Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the drill bit broke inside the nail, when the surgeon was drilling the distal hole of the nail. The drill tip was within the distal hole of the nail taking the place of the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted; 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation coordinated by (B)(4). Report received indicates the tip of instrument is broken off. The drill bit was analyzed for conformance to print specifications as well as the device history record was researched and no abnormal findings were identified. The cross section surface shows no irregularities (the broken part was not returned). There may have been a mechanical overload or the drill bit may not have been aligned at the correct angle in the hole of the nail, which also may have led to the breakage. No product fault could be detected.

Event description:
This is report 1 of 1 for (B)(4).